Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of four devices used during the same procedure. Manufacturer report# 3005099803-2017-03420 pertains to the first speedband device, manufacturer report# 3005099803-2017-03421 pertains to the second speedband device, manufacturer report# 3005099803-2017-03422 pertains to the third speedband device and manufacturer report# 3005099803-2017-03423 pertains to the fourth speedband device. It was reported to boston scientific corporation that four speedband superview super 7 devices were used in the esophagus during a banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle was turned; however, the bands failed to deploy. The same issue occurred with the other three speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.